Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level of 49 mg/dl. Low bg was addressed by consuming glucose tablets. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.